Event description:
Rptr concerned about the effectiveness of cleaning and sterilization processes with regards to laparoscopic surgery. Studies have suggested a greater risk for resuables in this regard given the difficulty of cleaning and sterilizing these instruments. Based upon numerous interviews and observations, it is believed that it is highly unlikely that existing processes are producting reusable instruments that are being properly cleaned and sterilized 100% of the time. According to a 1993 general accounting office report, "FDA's lab tests found that a MFR's sterilant did not work as the MFR claimed. When the sterilant was used according to its labeling, it failed to kill all microorganisms in the samples tested". At one hosp, three different processes were used for processing reusable laparoscopic instruments. The process used depended upon where the procedure was performed and upon the case sequence on the day that the case was performed. The processes in place for cleaning and sterilizing laparoscopic instruments appear to be born more out of constraints and expediency rather than out of the requirements to assure pt safety through proper cleaning and sterilization. In one instance instruments were flashed before each case because there was not enough time for a full cycle steam or ethylene oxide sterilization for consecutive cases. At a different hosp, the or tech responsible for processing the laparoscopic instruments explained that the instruments are difficult to clean. Insulated instruments, she explained, are particularly difficult to clean because blood can get under the insulation in the space between the metal shaft and the insulation. In order to fully clean the instruments, they are first soarked in an enzyme solution, then manually decontaminated using a brush under running water. Instruments are then put into an ultrasonic machine and re-rinsed under running water. The instruments are then hung to drain over a sheet of white paper. If the water dripping from the instruments is discolored, the ultrasonic cleaning followed by manual cleaning is repeated and the instruments are again hung to dry. This process is repeated until there is no evidence of discoloration. The instruments are then sterilized. The or tech explained that while the cleaning process generally needed to be repeated two to three times to ensure proper cleaning, it was impossible to run the instruments through the ultrasonic and manual wash more than once when the instruments were needed for the next case, which typically happened several times per day. At a third hosp, central sterile processing was responsible for cleaning instruments, mgr explained that reusable instrument sets were always sterilized using full cycle steam and were never flashed, citing the state's prohibition on routine flash sterilization. However, the or tech who actually processed the instruments said that flash sterilization was used routinely, at least a few times per day.